Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence for the information provided. Available information suggests anatomical factors likely contributed to the event due to septal leaflet tethering (slt). The tethering forces increased the tension in the septal leaflet, also increasing the tension in the implant region. As a result, the device detached from the leaflet. The patient also presented dense chords, but did not affect the grasping area at baseline. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. On pod 39, a single leaflet device attachment (slda) occurred. The patient had massive (4+) secondary/functional tricuspid regurgitation, septal leaflet tethering (slt), and dense chords not affecting the grasping area at baseline. During the procedure, two pascal ace devices were implanted. The first device reduced tricuspid regurgitation (tr) to moderate (2+), and the second device, placed in septal posterior position with 9-3 orientation, further reduced it to mild (1+). On pod 39, slda occurred with the second implanted device and the tr grade increased to torrential (5+). On pod 84, the patient underwent a transcatheter tricuspid valve replacement procedure and the final regurgitation level decreased to mild. The patient remained in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.